Event description:
Customer stated, "the screws won't tighten on this rollator, when assembled the front leg hand screw is stripped, keeps turning, tried another screw and it kept spinning too."

Manufacturer narrative:
It was reported that "the screws wont tighten on this rollator, when assembled the front leg hand screw is stripped, keeps turning, tried another screw and it kept spinning too." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.